Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues could not be verified due to the product not being returned for failure investigation. A device history record review for material#: ms3500-15 and lot#: 24053226 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris secondary set had flow issues. The following information was received by the initial reporter with the following: it was reported by customer that the device at issue appeared to prime very slowly, once primed the antibiotic bag was attached and the chamber did begin to drip. However, the antibiotic did not infuse in the time anticipated which is when I realized that the primary set was infusing along with the secondary set, which should not have been possible. After extensive, unsuccessful troubleshooting of the suspected faulty secondary set I replaced it with a new one which worked just fine.